Manufacturer narrative:
Lot number updated to 24003236 from 23729419.

Event description:
It was reported that shaft break occurred. The 94% severely stenosed target lesion was located in the distal end of left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, it was noted that the delivery shaft was fractured when crossing the vessel. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
D4: lot number updated to 24003236 from 23729419. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 37.5cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner shaft was buckled starting at the distal marker band and extending 2mm distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 94% severely stenosed target lesion was located in the distal end of left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, it was noted that the delivery shaft was fractured when crossing the vessel. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.